Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5230047. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer received a needle stick when re-shielding the inner shield of the suspect device. The customer applied otc polysporin. She showed the site to the nurse when she was at the doctor for a check up, but did not received medical treatment "for small infection and red mark."